Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon was performing a sleeve gastrectomy for this patient using the stapler with seam guard on the stomach when he reported that the stapler would not fire. A new stapler and load with seam guard was provided and no issues were encountered after. There was no patient injury.